Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a bent cannula and obturator. A crack was noted on the cannula near the site of the bend. Based on the condition of the returned unit and description of the event, it is likely that the reported event was caused by the force exerted on the trocar during insertion. It is possible that a high insertion force could exceed what the unit is able to withstand. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Based on the description of the event during initial intake of the complaint, the event was deemed non-reportable as it was unlikely to cause or contribute to death or serious injury. After evaluation by engineering, the event is now deemed reportable due to the crack on the cannula. This report represents the initial and final report.

Event description:
Procedure performed: lap appendix. Event description: when the surgeon was entering the 5mm port, the shaft of the obturator and trocar bent. The surgeon replaced the port with another trocar which was inserted fine. As the packaging was disposed of, the lot number listed above is a guess based on the box open on the shelf. Additional info received from sales rep via email on 10jul2017: the trocar was bent roughly midway down the trocar, maybe slightly lower. The rep wasn't in the case at the time, but the surgeon said he used his normal technique, although he did say the patient had a tough abdominal wall. No pictures are available at this time because the device is bagged up ready for collection. They can be taken however. Type of intervention: n/a. Patient status: did a patient injury or illness occur associated with the complaint event? No.